Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump, confirmed that malfunction did not recur, advised that pump could continue to be used, and instructed caller to call back if any malfunction returned, which caller acknowledged and understood.